Manufacturer narrative:
The device was returned to the mfg facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no pt injury reported for this incident. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(6). The reported failure was confirmed through review of the device logs, however, the system fault 180 could not be replicated during in-house testing. Based on all available evidence, the investigation determined that the most likely root cause for the reported system fault 180 was a faulty battery pack. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
Imp - (B)(4).